Event description:
It was reported by the consumer, that post implant a realize band, the band was explanted due to band eroded into the stomach. After the band was removed a omental patch was placed. The consumer states that she had been experiencing abdominal pain, nausea and vomiting for the past year. She has visited the surgeon several times and was told that everything was fine with the band. Per the consumer, she states the surgeon access the band once, but she did not have any fills. In (B)(6) 2010, the patient developed a fever. The patient was taken to surgeon and it was discovered the band had eroded into the stomach.

Manufacturer narrative:
(B)(4). (B)(4).information was not provided by contact.information unavailable, device not returned for analysis.